Manufacturer narrative:
Correction: h6 (annex e, annex a). Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Imaging was provided for the investigation of the type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body that occurred on post operative day thirteen. During the imaging review, it was discovered that mural thrombus was also present in the zenith flex aaa endovascular graft bifurcated main body. This report will focus on the type 1a endoleak and the mural thrombus present in the zenith flex aaa endovascular graft bifurcated main body.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: cook was informed on 06may2024 of an incident involving a zenith flex aaa endovascular graft bifurcated main body graft (tffb-32-82-zt). The male patient underwent an endovascular aortic repair (evar) to treat a left common iliac artery aneurysm on (B)(6) 2016. During the procedure the following cook devices were placed: zenith flex aaa endovascular graft bifurcated main body. Zenith branch endovascular graft iliac bifurcation, placed in the left external iliac artery. Zenith flex with spiral-z technology aaa endovascular graft iliac leg, placed on the left. Zenith flex with spiral-z technology aaa endovascular graft iliac leg, placed on the right. A competitor's graft was also placed during the procedure. Deployment difficulty was reported during the initial implant with the zenith branch iliac endovascular graft bifurcated iliac side branch. A wire guide was wrapped around the device. This was recognized and corrected. There were no difficulties noted with the remaining devices. A molding balloon was used without difficulty. Post-procedure angiography revealed patent devices with a type ii endoleak and no kinks. The patient was discharged from the hospital on (B)(6) 2016 (one day post procedure). On (B)(6) 2016, a post procedure computed tomography (CT) scan was completed. A distal type 1 endoleak on the competitor's stent was identified. Additionally, an independent laboratory reviewed the CT and indicated ""perigraft flow observed around main body stent in non-aneurysmal aorta from ima and lumbar arteries. Type I distal endoleak present from competitor's stent. Type I distal endoleak from right common iliac graft. The principal investigator from the independent laboratory indicated "lumbar, ima flow into aorta. Left side - type I endoleak from hypo branch not sealing in iia. Agree with right type ib leak in the common iliac artery from lack of distal seal." An additional procedure was completed on (B)(6) 2016 where an additional stent (competitor's stent) was placed in the left internal iliac artery to treat a distal type 1 endoleak. At the conclusion of the reintervention, no endoleak was seen by the study site. It was reported that on post operative day thirteen the patient had a type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body. Additionally, during the image review for this event, a mural thrombus was identified in the zenith flex aaa endovascular graft bifurcated main body graft (tffb-32-82-zt). This report addresses both the type 1a endoleak and the identified mural thrombus. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, an image review was completed. Physician¿s imaging review: "findings: accessory left renal perfusion persisted throughout the entire course of follow-up despite being covered by the sealing stent. (Figure 1) the proximal artery was smaller the distal artery stable over 60 months. Its covering resulted in an inferior pole left renal infarct. As the mainbody expanded and mural thrombus/atheroma resolved, the seal zone length increased from 19.92mm to 38.3mm at 60 months. This corresponded with aneurysm shrinkage over the course of follow up. The type ii endoleak also resolved. Mainbody mural thrombus accumulated through 60 months. The minimal cross-sectional area (3.76cm2) and cross-sectional area just superior the gates (4.12cm2) was still significantly greater than the combined cross-sectional area of both gates 1.978cm. Impression: a type ia endoleak is not confirmed. Although persistent accessory left renal artery perfusion indicated flow along the proximal sealing stent, this flow never communicated with the aneurysm sac. Therefore, it was not an endoleak. Although it initially could have progressed to an endoleak, this did not occur. On contrary, sealing stent expansion lengthened the seal zone, and the aneurysm resolved." Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev4 ¿zenith flex aaa endovascular graft with the z-trak introduction system¿ provides the following information to the user related to the reported failure mode: 2 indications for use: the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems. Non-aneurysmal infernal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) 4 warnings and precautions: patient selection, treatment and follow-up: the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. 4.5 implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. To avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance: vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: aortic damage, including perforation, dissection, bleeding, rupture and death; endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 7 patient selection and treatment: 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: co-morbidities (e.g, cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient's anatomical suitability for endovascular repair; non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall), freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risk include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. Pre-implant determinants: verify from pre-implant planning that the correct device has been selected. Determinants include: femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). Angulation of aortic neck, aneurysm, and iliac arteries. Quality of the aortic neck. Diameters of infrarenal aortic neck and distal iliac arteries. Distance from renal arteries to the aortic bifurcation. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. Consider the degree of vascular calcification. 11 directions for use: anatomical requirements: iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. Proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18-32 mm. Iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). Based on the information provided, image review, and the results of the investigation, cook has determined that a type 1 endoleak did not occur on the zenith flex aaa endovascular graft bifurcated main body . The image reviewer noted the following ¿a type ia endoleak is not confirmed. Although persistent accessory left renal artery perfusion indicated flow along the proximal sealing stent, this flow never communicated with the aneurysm sac. Therefore, it was not an endoleak. Although it initially could have progressed to an endoleak, this did not occur. On contrary, sealing stent expansion lengthened the seal zone and the aneurysm resolved.¿ cook was unable to determine a definitive cause for the thrombus formation identified in the imaging review. However, the patient had a medical history of a percutaneous transluminal coronary angioplasty (ptca) that was completed (B)(6) 2015. Additionally, he had history of hypertension, and is a former smoker. It is possible patient condition was a contributing factor to the thrombus formation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook incorporated that a patient had a type 1a endoleak on their cook main body graft on post operative day 13. The patient underwent an endovascular aortic repair (evar) to treat a left common iliac artery aneurysm on (B)(6) 2016. During the procedure the following cook devices were placed: zenith flex aaa endovascular graft bifurcated main body zenith branch endovascular graft iliac bifurcation, placed in the left external iliac artery zenith flex with spiral-z technology aaa endovascular graft iliac leg, placed on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg, placed on the right a competitor's graft was also placed during the procedure. Deployment difficulty was reported after the initial implant of the zenith branch endovascular graft iliac bifurcation. A wire guide was wrapped around the device. This issue was recognized and corrected. The patient was discharged from the hospital on (B)(6) 2016 (one day post procedure). On 21jan2016 a post procedure computed tomography (CT) scan was completed. A distal type 1 endoleak on the competitor's stent was identified. Additionally an independent laboratory reviewed the CT and indicated ""perigraft flow observed around main body stent in non-aneurysmal aorta from ima and lumbar arteries. Type I distal endoleak present from competitor's stent. Type I distal endoleak from right common iliac graft. The principal investigator from the independent laboratory indicated "lumbar, ima flow into aorta. Left side - type I endoleak from hypo branch not sealing in iia. Agree with right type ib leak in the common iliac artery from lack of distal seal.. An additional procedure was completed on (B)(6) 2016 where an additional stent (competitor's stent) was placed in the left internal iliac artery to treat a distal type 1 endoleak. At the conclusion of the reintervention, no endoleak was seen by the study site. It was reported that on post operative day thirteen the patient had a type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body. The focus of this report is the type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body that occurred on post operative day thirteen.

Manufacturer narrative:
E1: event occurred at (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.